Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Oxford uni femoral drill ø6.35 with qr adapter fractured, which caused the surgery delayed for 1 hour, increased blood loss.

Event description:
Oxford uni femoral drill ø6.35 with qr adapter fractured, which caused the surgery delayed for 1 hour, increased blood loss.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection of the returned items confirmed the reported event. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the fracture cannot be clearly determined, the failure of the femoral drill most likely could be down to the loss of it cutting edges over time, with the possibility of extra force needed for the drill to cut efficiently and the likelihood of fracturing as a result. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.